Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, the allegation against the lead was not confirmed. There were no anomalies noted at the lead tip.

Event description:
Boston scientific received information that the left ventricular (lv) lead was dislodged. There was no loss of capture noted. Moreover, this lead was explanted. No additional adverse patient effects were reported. Supplemental report is being filed due to device evaluation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the left ventricular (lv) lead was dislodged. There was no loss of capture noted. Moreover, this lead was explanted. No additional adverse patient effects were reported.